Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.

Event description:
Approximately 6 months ago, the pt began to notice an increase in tone display the hcp increasing the pump medication dose. The pt did not experience any withdrawal symptoms, just a gradual return of symptoms. Due to the gradual increase in tone, the pt underwent a re-trial following what appeared to be fairly normal dye study. Upon receipt of a 100 mcg bolus, the pt received excellent reduction in tone, leading the hcp to believe that there must be a kink or any hole in the pathway of the catheter that was not showing up on the dye study. The pt was very anxious about her system because it had been working so well in the beginning, so she decided that if the hcp would agree, she would like to have her entire system replaced. The hcp felt this was a fair request since there was not good evidence of where the underlying loss of therapeutic effect was coming from in her system. During the surgery, it was found that her catheter had begun to back out of the intrathecal space as evidenced by some coiling of the catheter at the base of the spine. A kink was not visible, but it is very likely that the catheter was kinked in this area. Her catheter was initially placed at t4, the tip of the catheter was still in the it space. The pump delivered lioresal 2000 mcg/ml at 1032 mcg/day. The pt recovered without sequelae.